Manufacturer narrative:
Reference (B)(4).

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
During the middle of an ire case, the nanoknife generator showed a high current and automatically turned off. During the patient's follow up appouintment a few weeks post procedure, it was reported the patient had a rectal fistula and there could be some thermal damagethought to be caused by the nanoknife unit issues. Ultimately, the patient required surgery to treat the 3mm fistula, located near rectum-treatment area mid-prostate. The patient was reported as currently stable and recovering.

Manufacturer narrative:
The unit was returned on 02-july-2024 to alpha source service center for evaluation. The reported complaint description is not confirmed. Performed operational verification including patient simulator and a waveform generator were used to test and synchronized both to the device, multiple times. Both tests were able to pick up signals fine with the device and the unit met all acceptance criteria. In addition, the coin battery was replaced due to not being replaced within the last 12 months. The root cause for the generator fault, high current, generator shuts down and patient, vessel perforation was unable to be determined because the unit functioned as intended and the errors could not be duplicated. A review of the device history records (service order history) was performed for the reported serial number (B)(6) for any deviations related to the reported failure mode of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution, i.e. No ncr associated with reported failure mode. Labeling review: the user manual (nanoknife user manual, 160-105261-21), which is supplied to the user with this unit states:), which is supplied to the end user with this unit, states "warnings: do not use a device with damaged insulation. Do not attach anything to the device unless it is supplied by angiodynamics and indicated for use with this device. Attachments may damage the insulation and contribute to patient injury. Adverse effects that may be associated with the use of the nanoknife system include, but are not limited to: arrhythmia, atrial, fibrillation or flutter, bigeminy, bradycardia, heart block or atrioventricular block, paroxysmal supraventricular tachycardia, tachycardia, reflex tachycardia, ventricular tachycardia, ventricular fibrillation, fistula formation, damage to critical anatomical structure (nerve, vessel, duct), hematoma, hemorrhage, hemothorax, infection, muscle contraction pneumothorax , reflex hypertension, unintended mechanical perforation, vagal stimulation, asystole and venous thrombosis. Electrodes that are not parallel to each other may result in an incomplete ablation. Inappropriately positioned electrodes or metal implants in the field may distort the desired ablation field. Avoid unnecessarily high voltage or excessive number of pulses. Avoid short-circuiting the electrodes when delivering pulses. Electrode to electrode contact or electrode to electrode spacing less than 5 mm (millimeters) may result in short circuiting during energy delivery resulting in incomplete ablation. Adverse effects that may be associated with the use of the nanoknife system include, but are not limited to the following: arrhythmia, pneumothorax, muscle contraction, hemorrhage, unintended mechanical perforation, infection, bradycardia, vagal stimulation, asystole, damage to critical anatomical structure (nerve, vessel, and/or duct)." (Unit shuts down) "the operating system will automatically begin its start-up process and self-checks. It will run through the following self-checks before the user is able to begin the procedure process: initializing device, checking connections, checking status, checking memory, device setup, testing charge, test delivery", "a screen will display each check's progress until the generator completes the start-up self-test and all checks pass successfully", "if one of the generator's self-tests fails, an error message will be displayed. Figure 4.2.3 is an example of an error message. The user must then click ok, which will shut down the generator, so that it can be restarted. If all self-tests are successful, the information screen (see figure 5.1.1) then appears next on the lcd display". {generator fault} the operating system will automatically begin its start-up process and self-checks. It will run through the following self-checks before the user is able to begin the procedure process: initializing device, checking connections, checking status, checking memory, device setup, testing charge, test delivery", "a screen will display each check's progress until the generator completes the start-up self-test and all checks pass successfully". {high current) high current conditions may result in ineffective ablation or excessive energy delivered. Refer to section 8.7.11 for more information on high current conditions a review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4) corrections to match gudid: d1 brand name d2a common device name d4: UDI g4: 510k premarket submission number.